Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician placed the device too loose on the right side of the pelvic floor and the patient experienced bleeding. Intervention was done to treat the bleeding; however, the mesh was torn at some point. The procedure was completed with another solyx sis system. The condition of the patient post procedure was fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.